Event description:
It was reported that the needle became dislodged while the oncology patient was still in the hospital undergoing chemotherapy treatment. Per reporter, the nurse had to insert a new needle to resolve this issue. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: reporter stated the event took place between july and the first week of august 2025. Date unknown. E1: phone number extension (B)(6). H3: the device history record of reported lot 6093226 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.